Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The explanted pump was sent to the center¿s pathology department and would not be returned to the manufacturer for evaluation. The x-ray images taken were not provided to the manufacturer. The surgeon that performed the exchange reported that the pump pocket had been insufficiently deep and lateral causing migration of the device upon chest closure. A direct correlation between the device and the reported hemolysis and heart failure symptoms could not be conclusively determined. Hemolysis and right heart failure are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad had shifted medially and there was a noticeable protrusion midline subcostally as well as on x-ray images. According to the surgeon, the pump pocket was insufficiently deep and lateral, which resulted in migration of the lvad upon chest closure. The patient was transferred to a transplant center and listed for transplant, but was deactivated due to compliance issues. On approximately (B)(6) 2016, the patient developed signs of hemolysis and return of unspecified heart failure symptoms. The patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh) level above 1100 u/l and an inr of 4.2 (goal of 2-3). The patient was placed on an epinephrine infusion. On (B)(6) 2016, the patient underwent a pump exchange. After the pump exchange, the patient was started on an anticoagulation regimen consisting of plavix, persantine and coumadin. It was reported that the patient has a suspected aspirin allergy and was undergoing desensitization therapy in the ICU. No further information was provided.